Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error 252 prompted as the system restarted but only on the external monitor. A review of the error logs found error 307. The fse was able to bypass the dual camera control unit (doco) & illuminator to core and confirmed that the illuminator worked normally. The personality module vision acquisition (pmva) board was replaced, and the system was running normally. The customer also mentioned that the energy device to personality module energy device (pmed) was not working. The fse confirmed that there was no led indicator light on pmed as electrical energy platform plug in. The pmva board and pmed board were replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the pmva and pmed to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The two returned units (pmva & pmed) were installed into the test system, and it failed with error 307 and the pmed did not start up. The pmed unit caused the error and not the pmva unit. There was nothing wrong with the pmva unit. The complaint was confirmed based on fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 252 occurred. The nurse called intuitive surgical, inc. (Isi) technical service engineer (tse) and stated there was no vision side cart (vsc) video. The system initially powered on with any issues and the system function checks were previously completed. The site already performed a power cycle on the system and the issue remained. The tse found no signal was displayed on the touch screen during system restart. The illuminator and dual camera control unit (doco) indicator on front panel were off, but the core was on. The tse recommended site to check and reseat power plug inner vsc, reseat circuit breaker of the illuminator and doco, and reseat power plug behind component. The issue persisted and the vsc was down. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was completed using the same da vinci system. The issue was resolved when the field service engineer replaced parts.

Event description:
Refer to h10/h11 for follow-up information.